Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation method: lens work order search, lens evaluation. Evaluation results: a lens work order search revealed there was one similar complaint within the work order. Visual inspection of the returned product found piece of the lens optic and one loop haptic are torn off and missing. The cartridge was returned and there is no visible damage to the cartridge. There was evidence of dry clear surgical residue on both the products. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a +20.00 diopter silicone three piece lens into the patient's left eye. The lens loop haptic tore during insertion into the eye. The lens was removed and not replaced at this time. There was no patient injury. This lens was one of two lenses used on the same patient and same eye. Cause of torn haptic is unknown. See MFR. #2023826-2016-00282 for primary lens. This was not a piggyback lens.

Manufacturer narrative:
Two lenses were used, a primary lens and a backup lens. The primary lens was inserted, torn haptic and removed, the backup lens was inserted, tore haptic and removed. They did not have more of the same model and diopter size lens, so no other lens was implanted at this time. (B)(4).